Event description:
It was reported the lamp was defective on the xenon light source. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device inspection, the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer went on side and replaced the xenon lamp to resolve the issue. Based on the results of the investigation, root cause of the xenon lamp failure could not be determined. Olympus will continue to monitor field performance for this device.